Event description:
It was reported that resistance was experienced during the fill process. Reportedly, customer successfully filled the cartridge using the same supplies. Additionally, it was reported that the cartridge was leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 412 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.